Event description:
On (B)(6) 2025, an ilet user contacted beta bionics and reported being hospitalized on (B)(6) 2025. The user reported experiencing hyperglycemia (bg >400 mg/dl) after a meal and administered an insulin injection while still connected to the ilet, despite knowing this was not advised. The user then felt their blood glucose (bg) dropping rapidly and lost consciousness. The user's spouse found them unresponsive on the floor and called 9-1-1. Paramedics arrived and measured the user's bg at 41 mg/dl. The user was transported to the hospital, where they were admitted and treated with intravenous (IV) glucagon, sugar tablets, and IV fluids. They did not experience a seizure and were discharged on (B)(6) 2025. The user has since reconnected to the ilet and did not report any long-term health effects.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.